Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. Only the arm board assembly was received. A functional evaluation was conducted. The bolt that secures the lower cushion to the mounting bracket was seized and could not be tightened or loosened. The bolt was not tightened down, so the assembly was loose. The complaint was confirmed and the root cause is a deformation problem. Factors that could have contributed to the reported event include a cross threading of the bolt as it was tightened into the bracket. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shoulder positioner arm board is coming apart of the metal part. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.